Event description:
Device issue: stent migration. Time of device issue: during stenting procedure. Symptoms/ae: stent placed at unintended site, requiring intervention. It was reported that a 2.75x28 promus stent was deployed in the left anterior descending artery; however, after deployment, the stent migrated backwards towards the left main. The stent was in an unintended site and did not completely cover the plaque/lesion. A second stent was implanted to cover the target lesion. There were no reported adverse pt sequelae. No add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history records is forthcoming. A f/u report will be submitted with all add'l relevant info.